Event description:
A registered nurse contacted (B)(6) customer service to report an issue against the needle free hemodialysis tego connector. The patient applied tego to cvc on (B)(6) 2025 and was unable to pull blood from cvc on arterial or venous limbs. The patient involvement was unknown, however there was no harm or adverse event reported. A peritoneal dialysis (pd) patient contacted fresenius customer service to report an issue against the micropore-surgical tape 1x10yds. The patient reported an allergic reaction to paper tape. The patient involvement was unknown, however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).